Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The patient's ipg site was tender, red, swollen and sore. The physician explanted the entire system and washed out the infection site. The patient was given oral antibiotics post operation. The patient is reportedly doing well following the procedure.